Event description:
It was reported that the balloon catheter was pre-tested prior to insertion. After the catheter was inserted into the pt, the balloon did not inflate. As a result, the catheter was removed and replaced with another catheter without complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated, and the event was determined to be a result of a product malfunction. The details of device eval will be filed in a f/u MDR report.